Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was intermittent low frame rates, lost images, intermittent boot to bios. They replaced mvs interconnect cable and mvs computer to resolve low frame rate messages and lost images and the system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system had a low framerate and corrupted images. There was no patient present when this issue was identified.

Manufacturer narrative:
The cable assy bi30000443 mvs interface (rev. 3 : s/n (B)(4). Was returned for analysis. Analysis found no fault with the returned cable. The cable was installed into a known good system for several days and the system booted and readied on each power cycle. Motion, generator, communication, and charging were successful. Multiple 2d and 3d images were acquired . No errors detected while under test. Evaluation codes that apply to this testing: 10, 213, 67. The svc kit bi71000110r mvs comp 090/3.1.6 (rev. 7 : s/n (B)(4). Was returned for analysis. Analysis found that the mobile viewing station (mvs) computer failed bench testing. The os and imaging system application 3.1.7 loaded successfully. Loading patient data was successful and the virus scan failed . Dvd rom drive failed to read vscan disk and was very sensitive closing. The mvs computer was installed in a known good system and the system initialized. Motion, generator, communication and charging readied. 2d and 3d images were acquired successfully with no frame rate issues. Evaluation codes that apply to this testing: 10, 4203, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.